Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator displayed an e433 error message. The issue occurred during service or maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d9, d10, e4, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely probable cause is classified as a random or anticipated component failure not attributed to design or manufacturing defects. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.